Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e315 occurred. Based on the results of the investigation, a root cause is unable to be determined. Additionally, the error e315 was due toa defective plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the blackout and no image. The issue had occurred during set up / inspection for use (during set up in room / before patient in room). There was no report of patient involvement.